Event description:
Silastic/forceps delivery complicated by subgaleal hematoma. No adverse outcome to pt. No neurologic sequela. Stable hematocrit throughout hospitalization without intervention. Event communicated to reporting manager 10/12/99.